Manufacturer narrative:
Philips has investigated the reported problem. According to the additional information collected, it is unknown if the system was in clinical use or not. Patient and the procedure outcome are unknown due to insufficient information. The quotation for service was cancelled by the customer and service has not been provided by philips. The issue regarding the system not turning on was solved by the customer, who replaced a faulty capacitor on the pdu-front dc module (dcm) ny16 in the m-cabinet themselves because they have not had a service contract with philips for more than 3 years. After the replacement of the capacitor the system was returned to use in good working order. A new case will be generated to order the pdu-front dc module (dcm) ny16. In that way the customer will be notified that repair or modification to any part of the system is not allowed and the part replacement is needed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment did not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.